Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2006. They underwent left knee revision on (B)(6) 2022, approximately 16 years 4 months post primary implantation. The patient claims to have suffered the following injuries and complications as a result of this exactech device: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitating painful revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: investigation results: the prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities while implanted for over 16 years. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.